Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff attributed to the reported arterial air alarms to issues with the patient's catheter. The cycler alarmed approximately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding the proper procedures for alarms. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment. The operator was unable to resolve the alarms after troubleshooting. Clotting occurred due to the amount of time the blood pump had been turned off. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.